Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000ml eva tpn bag leaked after filling. The reporter stated that the leak was observed around the heat seal on the left port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between june 10, 2018 and june 11, 2018. The device was received for evaluation. Bag was sliced at the lower left where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak from all three port welds. The reported condition was verified. The cause of the condition was due to the manufacturing process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.